Event description:
It was reported that the patient received two shocks for episodes in the ventricular fibrillation detection zone but the rhythm appeared to be possible rapid ventricular response. The ventricular rate were noted to be irregular with no obvious morphology changes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419378 lead implanted: (B)(6) 2003; 5076-52 lead implanted: (B)(6) 2003. (B)(4).